Manufacturer narrative:
(B)(4). An evaluation of the actual complaint sample could not be performed as the device was unavailable for return. Based on the provided information, root cause could not be definitively determined. Lack of device return prevented deeper evaluation of the reported issue. Review of the lot history records did not reveal any in-process or lot-specific issue that could account for the observation. No additional complaints against lot number f201100320 has been made for the same issue. Comprehensive analysis of this failure mode has remained subject to monitoring for any unacceptable increase in trend.

Event description:
It was reported that: "doctor was placing second coil into the aneurysm. Mulitple loops came out of the aneurysm with about 10cm left. Doctor tried to pull back and reposition but coil prematurely detached. Leaving mulitple loops out of the aneurysm and a tail. Doctor had to place a stent to tack down the exposed loops."